Event description:
It was originally reported on (B)(6) 2013 that stimulation did not work for the patient. The reporter stated that when stimulation was on and turned up it caused pain in other portions of his back. It was noted that the patient was in a lot of pain. The patient stated that when he stood up it felt ¿like an ice pick was stuck in the middle of his back¿ and that he was in more pain than before his implant. Six days prior to this report, the patient¿s device was adjusted, but it was turned up¿so far that he ended up in the bathroom and threw up.¿ it was noted that the stimulation was then turned back down to ¿50¿ but it did not help. The patient stated that the stimulation worked at the targeted area but it pushed the pain further up on his back; it did not hurt from the base of his spine to the middle but if it is turned up more than ¿50¿ the pain ¿went up from the base of the spine.¿ the patient stated that he just laid on the floor all day because he was in so much pain and he ¿couldn¿t even get any place to eat.¿ the patient could not ride in a car because when he went over a bump he ¿wanted to throw up from the pain.¿ a day later it was reported that the patient never had therapeutic effect. The reporter stated that the spinal cord stimulator (scs) did not work. The patient reported pain above and below the area of paresthesia. The patient stated that he had a surgery after the trial and he felt that it ¿messed the trial up.¿ it was noted that the trial was successful. The patient thought that he would like to have a new scs trial done. The patient stated that he knew ¿in his heart that the probes were in the wrong place.¿ it was noted that when stimulation was off, the patient¿s pain returned to the normal pattern. Three weeks later it was reported that the patient experienced stimulation in the wrong location. The patient stated that the implant was not covering his pain. The patient stated that this had been going on since implant. The patient stated that the stimulation was causing pain higher up in his back where he had had a disc replaced. The patient described it as a ¿major cramp¿ that stayed with him all the time. The patient stated that the pain went away when stimulation was off. The patient stated that it hurt ¿bad enough¿ and that it ¿put him on his knees even when on the lowest setting.¿ the patient¿s physician reportedly wanted to try to move the leads to see if he could find a better spot, but the patient did not think this was going to help. The patient thought that stimulation would still cause pain where the disc was replaced even if they were moved. The patient¿s trial was done before the disc was replaced, so the patient was unaware that the device would cause pain there. Another three weeks later it was reported that the patient had a burning sensation where the leads were placed. It was stated that ¿when I turn them on, they burn me up.¿ the stimulation stilled burned the patient even on the lowest setting of 0.05 volts. The burning sensation was where the stimulation was supposed to be delivered. It was also mentioned that the implantable neurostimulator (ins) ¿used to work in the leg¿, but now felt like ¿someone was stabbing his leg with an ice pick.¿ it was also stated that the patient had a ¿growth stimulator¿ in his low back. The patient thought the leads were in the wrong place and the healthcare provider (hcp) and manufacturer representative could not answer any of his questions. The manufacturer representative reportedly tried to reprogram the patient for 1.5 hours once and ¿it just kept getting worse and worse.¿ it was noted that the manufacturer representative left a voicemail for the patient stating that the leads were in the wrong place. It was mentioned that the hcp was to do a lead revision, but patient wanted a different hcp do perform the surgery. The patient had pain when he would get up to go to the bathroom and emphasized that he lived in pain every day. The patient then stated that he had to recharge his implants every so often, but he was not using the implant. About two months later it was reported that the patient saw his healthcare provider (hcp) on (B)(6) 2013 who stated that a replacement would be scheduled. The patient stated that he was told to call back on (B)(6) 2013 to make sure ¿they had a trial date set.¿ however, when the patient called back the hcp stated that there were no notes on this and for the patient not to expect a trial. The patient also reported that the hcp placed the stimulation probes apart so they were one and half inches away from the ¿bone stimulator.¿ the bone stimulator was taken out in august because it was shocking him all down his hips, both legs, and back each time the stimulation was turned on. The patient stated that the electric current was ¿going to ground¿ and the manufacturer representative was unable to program it properly. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# va08lmz, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot# v575374, implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).